Manufacturer narrative:
The hakim valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. However, a possible root cause for the faulty shunt, could be due to biological debris and protein build up interfering with the valve mechanism. A medical assessment was performed and concludes the following: based on the complaint information received and reviewed to date, a causal relationship between the device and the reported adverse event is inconclusive. On post-operative day two (2), the patient was readmitted to the hospital due to hydrocephalus. The surgeon, new to the use of the device, used the programmer to reduce the pressure setting of the valve consecutively for two days possibly without x-ray confirmation. The surgeon then waited for the patient¿s condition to improve but found that the pressure did not decrease. At that time, the surgeon was noted to have taken an x-ray which indicated that the shunt was not remaining at the setting programmed. The surgeon mentioned that ¿valve pressure automatically changed and returned to 180 mmh20.¿ he went on to say that ¿the programmer was not provided on time, shunting was not performed on time and a lot of time was lost due to this, and the patient deteriorated 1 to 2 weeks later and now is in a vegetative state¿. Due to the stated history of events, surgeon inexperience and lack of confirmatory radiographs indicating the correct settings programmed, the reported event etiology and course cannot be confirmed. As stated in the instructions for use (IFU), x-ray should be taken each time the valve pressure is reprogrammed. Patients whose pressure setting has been changed should be observed during the first 24 hours post programming. Csf shunting devices may need to be replaced due to medical reasons or device failure. Accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. In addition, clogging of the valve with biological matter can cause it to become unresponsive to attempts to adjust the pressure setting. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A neurosurgeon alleged, ¿a hakim valve was used in a (B)(6) patient to treat obstructive hydrocephalus. Post placement, the patient improved and was discharged. Two days after discharge, the patient was readmitted with hydrocephalus. The pressure was successfully changed with a programmer. After two days the patient deteriorated, and the hydrocephalus increased. X-ray showed a pressure of 180 mm; then the pressure was set to 80 mm and then to 140; however, ¿whatever it was set to, it always returned to 180; it automatically changes to 180; it was either the shunt was not working or the programmer was not working¿. The patient had no improvement, ending up on a ventilator. The shunt was disconnected, and the patient was connected on a reservoir, which is draining well, but the patient progressed to a vegetative state¿.